Manufacturer narrative:
One 13.5f x 15cm hemo-cath was returned for evaluation. A visual examination of the catheter reveals the catheter lumen was cut 8.2cm below the hub. The remaining internal portion of the lumen was not returned. The venous extension tube has a tear at the edge of the barbed luer that leaks when catheter is flushed. The device was forwarded to the manufacturer for further evaluation. The investigation reported the following: no sharp edges were visible on the luer which could have caused damage. Product passed 100% leak test, visual inspection and all dimensions related to the nature of the complaint meets specification. There are no indicators that would point to a non-conformance due to the manufacturing process. Root cause cannot be attributed due to manufacturing process. We are unable to determine the cause or factors that may have contributed to this event.

Event description:
Tiny gap, causing small leak from venous lumen of cvc line. Only seen when you bend or when access catheter.